Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There was no evidence of dried fluid present within the cassette compartment and there was no visual indication of particulates within the cassette area. In addition, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without failures. The resulting treatment data sheet reflected the programmed treatment settings. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, and a mushroom head check. An internal visual inspection of the cycler found that the clear, pneumatic tubing in the pump assembly was discolored brown. The cause for the encountered discolored tubing could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Additional information: the clinical investigation was completed on (B)(6) 2020 and was inadvertently omitted from the initial report. Clinical investigation: there is most likely a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis; however, it could not be confirmed if the patient was utilizing fresenius products at the time of event. It is unknown if the peritonitis was caused by pd therapy as the cause of peritonitis is unknown. There was no information to suggest a causal relationship exists between the peritonitis event and any fresenius device or product. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination. Based on the limited information and no allegation of a malfunction, deficiency or defect the fresenius pd products can be excluded as the cause of the patient¿s reported peritonitis event. Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized with peritonitis. No further information is known related to the event. Multiple attempts have been made to obtain additional information, and thus far, no further details have been provided.